Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was observed during testing. However, the reported problem was no longer duplicated after the color cable was removed and installed. As a result, the color cable was replaced to reduce the probability of reoccurrence. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device display flickers. Complainant indicated that there was no patient involvement in the reported malfunction.